Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The functional tests could not be completed due to the loose drive support disk. The insulin pump was received with minor scratches on the display and reservoir windows, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm on her insulin pump while trying to prime and filling the tubing. The customer's blood glucose was 276 mg/dl. Explained that a possible cause for the alarm was that, during seating, the force sensor did not detect the reservoir. The customer removed the infusion set from the body, and the cannula was bent. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.